Event description:
Additional information from the patient noted that they contacted their hcp about the issues they reported. Electro cautery guidelines were given to the patient. There was no further information.

Event description:
The patient reported a loss or change of therapy. It was stated the patient wasn't feeling stimulation and their therapy was on. The patient was advised to increase stimulation, but then it was noted they weren't feeling stimulation in the correct area; however, it was noted that prior to the return of symptoms, their normal experience with the stimulation sensation was that they didn't feel it. So, it was unclear if the patient was feeling stimulation at the time of the report. It was indicated the patient had gone through theft detectors while they were traveling. It was noted that the change in therapy was sudden; however, it was stated that it occurred 2 weeks ago. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.